Event description:
After starting patient's 16:00 dose of zosyn to infuse via pump, I noticed that the infusion seemed to be dripping too rapidly. I asked another rn (registered nurse) to observe this with me and she agreed that there was a problem with the rate the pump was infusing, despite being programmed correctly. I stopped the infusion on that ear of the pump and went to get new tubing and a new 'ear'. When I returned, I noticed that the bag of zosyn was empty. The infusion had continued to run even after that "ear" was turned off. I messaged the physician to let her know the patient received his dose in 22 mins instead of the ordered 4 hours. The pump was removed and marked appropriately for service.